Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. A systems check was completed and no issues were identified. The customer was advised to replace supplies as necessary and continue insulin therapy.